Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pacemaker implant procedure. Upon cannulation of the coronary sinus, a small effusion was noted as a result of dissection by the catheter. The procedure was stopped and the left ventricular port of the pacemaker was plugged. The patient was in stable condition.